Event description:
Customer reported that she had high blood glucose of 526 mg/dl because, her insulin pump is malfunctioning. The insulin pump is not alarming to alert her of the high blood glucose, and she stated that she programs a bolus three times, and the insulin pump did not deliver and did not alarm. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.